Event description:
A report was received that the patient's ipg site was tender to touch. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was that the pocket was too superficial. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility. Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm; model #: sc-4319, serial #: (B)(4) description: clik x MRI anchor.

Event description:
A report was received that the patient's ipg site was tender to touch. The patient will undergo an explant procedure.